Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a sudden return of leakage symptoms. The patient also reported that her surgical wounds never healed which resulted in a cyst which required surgical removal. After the surgery the patient experienced the sudden return of leakage. The patient was advised to follow-up with her healthcare provider. A later call from the patient (11-04-2016) reported a power on reset (por) condition of the ins. The patient was trying to increase setting when she encountered the por. It was suspected that there was possible emi exposure/impact during the patient's cyst removal surgery as the patient stated she did not turn the device off for the surgery. The patient was informed that she would need to follow-up with her healthcare provider in order to have the device reprogrammed. A follow-up letter from the patient's healthcare provider indicated that the por was cleared, but the patient had another upcoming surgery for granuloma removal on (B)(6) 2016. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.